Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 25.8 mmol/l (464.4 mg/dl) while wearing the pod on the arm for between 24 and 36 hours. Patient was not feeling well, had a headache, burning body, heart racing and flushed face. The patient was treated with humulin kw1u insulin. The patient was released after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.